Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 101 which was not confirmed or reproduced. Evaluation did find evidence of a system error 110 which is most likely what the customer was referring to. The system error 110 was confirmed through a review of the event history log and found to be caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 101 in history. It was also reported there was no patient injury.